Event description:
During the implant procedure, unstable threshold measurements were noted and it was difficult to turn the helix. The lead was exchanged and the patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece with the helix retracted and clogged with blood. The helix would not extend due to the blood in the helix housing. After cleaning the lead and applying direct torque to the connector pin, the helix was able to be extended and retracted. Electrical testing revealed no indication of conductor fractures or internal shorts. Visual examination identified no any anomalies and x-ray imaging revealed that the inner coil inside the connector region was over torqued, which is consistent with the attempted implant procedure. The results of the investigation concluded the analysis of the device was normal with no anomalies found. Based on the information received, the cause of the reported incident could not be conclusively determined.